Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 21-aug-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a pentaray nav catheter and an irrigation issue (device used in patient) occurred. Occlusion/ no irrigation. During the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 03-aug-2025. The suspected device for the reported flow/irrigation issue is the catheter. The issue was not noted before the device was used on the patient. The pentaray nav catheter was taken out of the patient¿s body and it was noted that the saline would not exit the saline hole. The saline holes were dredged with a brine. No error noted on the irrigation pump. The correct catheter settings were selected on the generator. No issue with the flow rate change at the start of the ablation. This occlusion/irrigation issue was originally considered non-reportable, however, bwi became aware on 03-aug-2025 that it was not noted before the device was used on patient and have reassessed the event as reportable. The awareness date for this record is 03-aug-2025.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a pentaray nav catheter and an irrigation issue (device used in patient) occurred. The device evaluation was completed on 26-sep-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and irrigation test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed that the shaft was bent. An irrigation test was performed and irrigation could not be performed; therefore, dissection was performed in the tip area and the irrigation tube was found folded. Additionally, dried saline solution was observed in the area blocking the irrigation tube. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified during the review. The issue reported by the customer was confirmed. The potential cause of the irrigation tube bent was traced to manufacturing. The blockage of dried saline solution found could be a consequence of the irrigation tube folded; however, this could not be established conclusively. The bent shaft condition could be related to the handling/shipping of the device after the procedure; however, this could not be conclusively determined. The bent shaft is unrelated to the reported event. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: operational problem identified (c13)/ investigation conclusions: cause traced to manufacturing (d03) / component code: hose (g04069) were selected as related to the customer¿s reported ¿irrigation¿ issue. In addition, biosense webster inc. Analysis finding of the ¿irrigation tube was found folded¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿shaft bent¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03)/ component code: hose (g04069) were selected as related to the customer¿s reported ¿irrigation¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing¿ related. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).